Event description:
It was reported that during a bowel procedure, the device did not staple. Used another like device to complete the case with no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.